Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states,"if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection, however, may require removal of the prosthesis." Additionally, infection is listed in the adverse reaction section as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery to repair a ventral hernia and was implanted with a bard/davol ventralex st hernia patch. (B)(6) 2013 - the patient underwent an additional surgery to remove the patch, which was alleged to be infected and to drain an intra-abdominal abscess. The patient's attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. At this time no medical records have been provided. Should additional information be obtained, a supplemental MDR will be submitted. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states,"if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection, however, may require removal of the prosthesis." Additionally, infection is listed in the adverse reaction section as a possible complication. Addendum: this supplemental emdr is submitted to update the additional informational received. Based on the available information, no conclusion can be made. Per the medical record review, post implant of the ventralex st mesh, the patient was diagnosed with abscess, adhesions and mesh infection, and underwent mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery to repair a ventral hernia and was implanted with a bard/davol ventralex st hernia patch. (B)(6) 2013- the patient underwent an additional surgery to remove the patch, which was alleged to be infected and to drain an intra-abdominal abscess. The patient's attorney alleges that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with pelvic pain & reducible umbilical hernia thereby underwent diagnostic laparoscopy with iysis of adhesions, and umbilical hernia repair with implant of ventralex st. Per the operative report details, "the hernia sac was excised. A large ventralex st mesh was chosen and placed". (B)(6) 2013 - patient was diagnosed with the intra-abdominal abscess with possible infected mesh and underwent umbilical exploratory laparotomy with drainage and removal of umbilical mesh. As per op-notes, ¿there was a small amount of purulent fluid. The mesh was densely adherent and was dissected. There was found to be an approximately 8 cm fluid collection and was drained. It was found to contain old blood and serous fluid as well as gelatinous material, but no obvious purulent fluid. The mesh was then removed.¿ (B)(6) 2013- cultures revealed methicillin sensitive staphylococcus species and patient started on antibiotics. Attorney alleges that the patient had abscess, pain, recurrence, infection and emotional injuries.